Manufacturer narrative:
Additional information was received that the patient underwent an explant of the leads.

Event description:
A report was received that during the trial procedure, the patient developed an infection at the lead extension site. The symptoms were soreness and drainage. The patient was administered amoxicillin and underwent an explant procedure. The event has resolved. The event was assessed to be procedure and device related.

Event description:
A report was received that during the trial procedure, the patient developed an infection at the lead extension site. The symptoms were soreness and drainage. The patient was administered amoxicillin and underwent an explant procedure. The event has resolved. The event was assessed to be procedure and device related.

Event description:
A report was received that during the trial procedure, the patient developed an infection at the lead extension site. The symptoms were soreness and drainage. The patient was administered amoxicillin and underwent an explant procedure. The event has resolved. The event was assessed to be procedure and device related.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the trial procedure, the patient developed an infection at the lead extension site. The symptoms were soreness and drainage. The patient was administered amoxicillin and underwent an explant procedure. The event has resolved. The event was assessed to be procedure and device related.